Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks¿ post implant procedure, the patient experience diaphragmatic stimulation caused by the left ventricular (lv) lead. Reprogramming was done to avoid diaphragmatic stimulation and the lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.